Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: e2, e3. Correction to g3 of the initial medwatch. The aware date should be 29-dec-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the image problem, reported by the user facility, was a problem associated with another device, used in combination with the subject device, since the subject device does not perform image-processing and the problem could not be reproduced on the device evaluation. The likely cause of the problem found on the device evaluation of "buttons unresponsive due to a faulty front panel" was determined to be degradation associated with the age of the device and frequency of use.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The unit was tested with an olympus, cv-180 video processor and an olympus, gif-q180 test scope; the video image and capture function performed normally with no problems noted. However, the front panel buttons were found unresponsive due to a faulty front panel.

Event description:
A user facility reported to olympus that the image would come up on the monitor but the image could not be "captured." The problem, as reported to olympus, occurred during a procedure.